Event description:
It was reported that during initial vns system implant the patient experienced bradycardia during a system diagnostics test. It was reported that the patient made a full recovery and the implant was completed. It was reported that the patient did not experience any post-operative issues and the bradycardia was isolated to the system diagnostics test. Attempts to obtain additional relevant information have been unsuccessful to date.